Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15066. It was reported the patient is experiencing ineffective as well as unintended stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-15066 follow-up information indicated surgical intervention was undertaken and the patient's leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.